Event description:
The customer received a blood glucose reading of 320 mg/dl from his breeze2 and a reading of 140 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide test strip info. He does not have any strips left to return for eval. New meter kit was provided to the customer.